Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, after thirty minutes of usage, the blade became dull. The blade would rotate, but could not cut tissue. The pt's anatomy was very calcified and the tissue was hard. The surgeon opines that the blade becoming dull was a function of the pt's tissue density and large volume uterus and fibroids, and not a device failure. The surgeon decided to proceed with another hand piece to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 10/22/2008. Blade dull - conclusion: should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted, as three devices were involved in this event. See also medwatch 2210968-2008-01029 and medwatch 2210968-2008-01030. The same pt is represented in each medwatch.